Event description:
A pt had undergone a 2-level bilateral laminectomy at l3-l4 and l4-l5 with an l3-l4 discectomy in 1999. Approximately 4 grams of adcon-l had been placed bilaterally at both sites. The pt was discharged the next day. The surgeon stated that a "seroma" developed "soon after". On post-op day 8, the pt complained of a spinal headache which worsened progressively. In 2000, an epidural blood patch was applied. The pt's symptoms improved by 90%. A prior CT scan was interpreted as inconclusive. The surgeon questions whether or not the episode actually involved a cerebral spinal fluid leak.